Manufacturer narrative:
H6; the product was not designed for insertion of the endoscope larger than 5mm, product has been modified to allow endoscope of 5.4mm to be inserted. The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip present, yes; cover condition, cover properly positioned, and cover tab condition, na; ferrule condition, handle cond (gaps/cracks), shaft straightness, shaft twisted/loose in handle, and spoon condition, good. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument was conforming and within design specifications. The instrument was received in good physical condition. The instrument was examined and was found to be functional and within design specifications. Each instrument is evaluated during the assembly process the ensure that it functions properly. The instrument was designed for use with a 5.0 mm endoscope. The endoscope may become wedged or lodged within the tube, if the diameter of the scope is larger than the 5.0 mm for which it is designed. The diameter of the shaft has been modified to accommodate the new olympus 5.4 mm scope. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported that the device was used to harvest the saphenous vein from the leg. It was reported that the surgeon had difficulty inserting scope into subcuretractor and dissector. The surgeon could not insert scope without alot of force. There was no pt consequence.